Event description:
Event 2 of 2. On (B)(6) 2022, a customer complained to ortho care about what was described as discrepant negative results in d(rh1) antigen typing for two patients using bioclone anti-d(rh1) lot db338a1 in tube technique. Complainant/complaint reporter: (B)(6) ¿ medical technologist. Date of events: (B)(6) and (B)(6) 2022. Reported on (B)(6) 2022 by the customer to orthocare help desk. Reagents: anti-d (monoclonal - polyclonal blend) bioclone (product code 717380; lot db338a1; expiry 12 july 2023; manufactured 12 july 2021) software version: not applicable . Patient information: patient 1: no prior history on file, listed as d(rh1) antigen positive patient 2: historically d(rh1) positive. The customer reported that, on (B)(6) 2022, they had tested 3 separate samples from patient 1 for d(rh1) antigen typing using anti-d bioclone lot db338a1 in tube technique, and that they had obtained negative reactions for all 3 drawn samples. The customer was expecting a positive d(rh1) antigen typing result. No further details are available. The customer reported that, on (B)(6) 2022, they had tested a sample from patient 2 for d(rh1) antigen typing using anti-d bioclone lot db338a1 in tube technique, and that they had obtained a negative reaction. The customer was expecting a positive d(rh1) antigen typing result. No further details are available. The customer reported that, on the same day, they had tested samples from both patient 1 and patient 2 for weak d(rh1) antigen typing using anti-d bioclone lot db338a1 in tube technique, and confirmed that both patients are weak d(rh1) antigen positive. No further details are available. The customer reported that no biased result was reported to the physician. The customer reported that the patients were not harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Samples were not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patients were not harmed.